Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the up arrow button was not responsive. The blood glucose reading was 89 mg/dl. It was advised that the customer discontinue use of the insulin pump and revert to a back up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.